Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and after a year she had cramp the entire month / stabbing pains in her lower abdomen (interpreted as abdominal pain lower), absence seizures (interpreted as petit mal epilepsy), brain fog (interpreted as mental impairment). She had a total hysterectomy performed approximately 5 years after insertion (implied essure removal). She recovered from all symptoms. The abdominal pain is listed while the petit mal epilepsy and mental impairment are unlisted in the reference safety information for essure. In this particular case, these events occurred during essure use. The abdominal pain is assessed as related since the temporal relationship is compatible and no alternative explanation was provided. In contrast, despite the compatible temporal relationship, given the localized action of essure in the fallopian tubes, it is unlikely that essure would cause these events. Therefore, the events petit mal epilepsy and mental impairment are assessed as unrelated. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015.(reference: (B)(4), awareness date 06-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted 5 years before the posting date (2010), shortly after the birth of her daughter. She reported the first year with essure was great, she had no worries about an unplanned pregnancy. After about a year, her periods started getting extremely heavy; her hair started falling out; she started gaining weight (50 pounds total in 5 years) despite rigorous work out routines and strict diets; she started having absence seizures; migraine with aura; her sex drive dropped to become nonexistent; she had nerve pain in different parts of her body; she could no longer wear jewelry unless it was pure gold or silver; she would cramp the entire month instead of just around the time of her cycle; she had stabbing pains in her lower abdomen; her stomach would bloat every day to the point she looked 8 months pregnant and then it would go down every night; she started to have brain fog (she couldn't remember where she was driving to, couldn't remember how to make coffee). She stated that became depressed. Each and every symptom was checked out by numerous doctors and no one could tell her what was wrong. The most reasonable conclusion was hypothyroidism but her blood tests came back normal. She reported that this made her go into a deep depression; she was (B)(6) (at the time of report) and wondered what quality of life she could expect at 50 or 60. She contacted a new gynecologist and requested a hysterectomy. The doctor said she wasn't sure essure was the problem. At time of the report, the consumer was 2 months post op from a total hysterectomy and all of her symptoms were gone. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and after a year she had cramp the entire month / stabbing pains in her lower abdomen (interpreted as abdominal pain lower), absence seizures (interpreted as petit mal epilepsy), brain fog (interpreted as mental impairment). She had a total hysterectomy performed approximately 5 years after insertion (implied essure removal). She recovered from all symptoms. The abdominal pain is listed while the petit mal epilepsy and mental impairment are unlisted in the reference safety information for essure. In this particular case, these events occurred during essure use. The abdominal pain is assessed as related since the temporal relationship is compatible and no alternative explanation was provided. In contrast, despite the compatible temporal relationship, given the localized action of essure in the fallopian tubes, it is unlikely that essure would cause these events. Therefore, the events petit mal epilepsy and mental impairment are assessed as unrelated. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Internal correction on 24-nov-2015: during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015.

Manufacturer narrative:
Duplicated case identified on 26-may-2016: no new clinical information from case (B)(4) was transferred to this case. After internal review, the event brain fog was recoded to meddra pt: feeling abnormal. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and after a year she had cramp the entire month / stabbing pains in her lower abdomen (interpreted as abdominal pain lower), absence seizures (interpreted as petit mal epilepsy), brain fog (interpreted as mental impairment). She had a total hysterectomy performed approximately 5 years after insertion (implied essure removal). She recovered from all symptoms. The abdominal pain is listed while the petit mal epilepsy and mental impairment are unlisted in the reference safety information for essure. In this particular case, these events occurred during essure use. The abdominal pain is assessed as related since the temporal relationship is compatible and no alternative explanation was provided. In contrast, despite the compatible temporal relationship, given the localized action of essure in the fallopian tubes, it is unlikely that essure would cause these events. Therefore, the events petit mal epilepsy and mental impairment are assessed as unrelated. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring